Event description:
"Bone transport for postinfectious segmental tibial bone defects with a combined ilizarov/taylor spatial frame technique." Author: f. Sala et al., in this study, twelve patients with atrophic tibial non-unions were treated with resection of the nonunion followed by bone transport using the tsf for the segmental tibial bone defects. All patients were treated by the same surgeon (f.s.). It was documented on the paper that two patients had limb length discrepancies measuring 1.5 and 2.0 cm respectively; these were treated with internal shoe lifts and resulted in no functional problems.